Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a qdot micro catheter and suffered a pericardial effusion which required drainage of the pericardium and prolonged hospitalization. After finishing the mapping and the physician was planning on ablating the left atrium with a trigonum set of lines for pvi ablation. While positioning the qdot micro catheter on the anterior roof of the atrium, the catheter suddenly jumped upwards out of the atrium in the map. At the same time, the contact force measurement of the catheter tip jumped up as well. The physician was warned to reduce contact force immediately. Afterwards, the physician used echo to check the heart and noticed a small pericardial effusion. At first, they wanted to cancel the procedure, but the physician checked again, noted the stable vital signs and decided to finish the procedure. After the carto procedure was finished without further issues, additional treatment for the pericardial effusion was performed by checking via echo and drainage of the pericardium. Patient remained stable until the end, no emergency treatment was necessary. It has to be noted that no j&j product malfunction was observed, contact force measurements etc. Worked fine and gave immediate feedback about the nature of the incident. Surgery was delayed due to the reported event for 30 minutes. The procedure was successfully completed. Additional information was received. The physician¿s opinion on the cause of this adverse event was procedure and patient¿s condition. The adverse event did not happen due to biosense webster, inc. Product malfunction. It happened due to suboptimal ablation catheter placement during sudden inhalation movement of the patient. The patient required extended hospitalization because of pericardial puncture and blood aspiration was performed by the physicians. The patient vital signs remained stable, so no further emergency treatment was needed. The patient was sent to hospital ward for extended surveillance. The generator/pump used for the procedure was ngen with no generator malfunction or service required. The procedural act was between 300 and 400s. Three catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. Prior to noting the pericardial effusion, ablation was performed. No evidence of a steam pop. The pericardial effusion did not occur during ablation; it happened during catheter positioning on the trial roof. The event occurred in the ablation phase. The flow setting was standard automatic flow settings for smarttouch sf. The patient did not require cardiac surgery. Perforation was unknown, but most likely on the left atrial septal roof, where the catheter tip jumped out of the map surface. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were 3 mm, 3 sec minimum, respiration gated, 25% fot, and tag size 3 mm. The additional filter used with the visitag were respiration adjustment and automatic distance tool. The color option used prospectively was ablation index.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 22-dec-2025. There was no evidence of steam pop. The pericardial effusion (pe) did not occur during ablation, it happened during catheter positioning on the trial roof. The pe happened during the ablation phase of the procedure, but not during ablation itself, but during the catheter positioning between ablations. So, in general, ablation was performed in the procedure, but the pe did not happen in the moment the catheter was ablating. The patient did not require cardiac surgery. The location of the perforation is unknown, but most likely on the left atrial septal roof, where the catheter tip jumped out of the map surface. The physician checked the patient via echo and noticed a slight pericardial effusion, so it was confirmed diagnostically. They did a pericardial puncture and aspirated some blood but did not perform any further surgical measures because the patient was stable. The location of the tamponade was only assumed due to the position if the catheter tip in the carto map when it jumped upwards out of the septal roof. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).